Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 01/06/2020. Additional information was requested and the following was obtained: can you please confirm the date of the initial surgical procedure and date of the revision surgery? Procedural date: (B)(6) 2019. Re-intervention date: (B)(6). Is the lot number of the device available? What were the indications for surgery? Complicated acute diverticulitis. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any problems with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? A.t., extensive experience. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? High. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? No. Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes. Right comets, hydropneumatic tightness. Was a complete transection of the white breakaway washer visually confirmed? White separation? Was a leak test performed? If so, what type and what was the result? Correct watertightness. Was the staple line visualized endoscopically during the initial surgical procedure? No how was the leak identified? Peritonitis. Can you please clarify what was meant by patient ¿has a tac¿? How was the leak addressed? Reintervention. Can you please clarify what was meant by, ¿staples appeared to be loose¿? Where specifically were the loose staples? Were the staples in proper b-form? If not, please describe the shape. The staples were poorly formed, it is detected when intervening. What is the current status of the patient? Tall with colostomia. Is the device available for return? No. Is the surgical video available to share?

Manufacturer narrative:
(B)(4). Date of event: exact day of the month unknown. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please confirm the date of the initial surgical procedure and date of the revision surgery? Is the lot number of the device available? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? Can you please clarify what was meant by patient ¿has a tac¿? How was the leak addressed? Can you please clarify what was meant by, ¿staples appeared to be loose¿? Where specifically were the loose staples? Were the staples in proper b-form? If not, please describe the shape. What is the current status of the patient? Is the device available for return? Is the surgical video available to share?

Event description:
It was reported that following an anastomosis procedure, there was dehiscence of anastomosis on the second day after surgery. They did an anastomosis to the patient in the rectum, it seemed that everything was all correct intraoperatively. Two days later the patient begins to feel unwell, has a tac and anastomosis is completely separated; indicate that the staples appeared to be loose. The patient is being treated for an infection in the intensive care unit. There is no lot number or product collected. I don't have the exact date but it was the week before about. The surgeon has the video of the intervention. They complain that our circulars don't have implant registration stickers for these kinds of cases.